Manufacturer narrative:
Device used for treatment, not diagnosis. Event date: unknown. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient came in for labs before undergoing secondary mandible reconstruction of right body mandible with bone graft. Surgeon noticed fistula developing on right side. Surgeon irrigated and debrided mandible on (B)(6) 2014 and removed one matrix mandible screw. Surgeon left remaining plate and screws in patient. Surgeon will treat with antibiotics until infection resolves and schedule bone grafting for later date. Patient status is good. Procedure was successfully completed. This is report 6 of 9 for complaint (B)(4).